Manufacturer narrative:
MDR 1020279-2016-00155 was submitted in error. Report regarding the revised device was submitted in MDR 1020279-2016-00188 on 2/26/2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant failure.